Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The collimator was adjusted and lubricated and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that prior to a case, the system stated error initializing collimator. There was no patient present when this issue was identified.